Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited loss of capture and high impedance. The patient was lost to follow-ups since implant. The lead was capped and replaced during a routine device change out.